Manufacturer narrative:
Icp express monitor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2021-00533. 3014334038-2021-00248. A facility reported increased icp readings: on (B)(6) 2021, the patient displayed elevated icp readings from original management on (B)(6) 2021. The monitor was replaced and icp readings increased to 70mm hg. The microsensor was replaced and the original icp monitor was used and the reading was 9 - 11mmhg.